Manufacturer narrative:
The t:slim 4.3.4 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced an elevated blood glucose (bg) level in the 400's range (mg/dl). The customer delivered a bolus via the pump and also exercised to address bg level. The customer stated that the suspected reason for the elevated bg level was that they had not performed the air removal step during the load process, as they were unaware of this step. The customer reviewed the training module sent by tandem technical support and now understands how to perform the load process correctly.